Event description:
It was reported that the patient underwent a revision procedure to replace the ipg due to an elective replacement indicator message that presented on the device. The patient was discharged. The device was discarded by the hospital.

Event description:
It was reported that the patient underwent a revision procedure to replace the ipg due to an elective replacement indicator message that presented on the device. The patient was discharged. The device was discarded by the hospital.